Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited a sudden jump in impedances, an increased sensing integrity counter (sic), and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.